Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2016. The customer's spouse reported that they were found unconscious. The customer's spouse reported that the emergency medical services came prior to hospitalization. The customer's blood glucose was 30 mg/dl at the time of incident. The customer's spouse stated that the emergency medical services administered glucose to treat the blood glucose but they did not regain consciousness. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.